Manufacturer narrative:
B2: date of patient death is unknown the impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records. As noted in the impella IFU: impella cp with smart assist system. Section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a patient with cardiomyopathy was implanted with an impella cp for mechanical circulatory support. During ventricular tachycardia ablation, it became ventricular fibrillation and impella and extra-corporeal membrane oxygenation (ECMO) were inserted. However, there was vascular injury that appeared when three venous sheaths for ablation were inserted, and coiling and laparotomy hemostasis were performed for intra-abdominal bleeding. Additional information noted the patient was made a do not resuscitate, care was withdrawn, and the patient expired.